Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2013-13995 and 3005099803-2013-14175 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the jagwire guidewire was moistened with saline solution and the hydrophilic tip was damaged. A second jagwire guidewire was used, however the distal tip detached exposing the metal corewire tip. The procedure was completed with a new jagwire guidewire device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed. The preliminary investigation results show the distal tip detached, exposing the corewire however the investigation has not yet been completed. When the investigation is completed a supplemental MDR will be sent.

Manufacturer narrative:
A visual analysis of the device presents the pebax section partially detached exposing the corewire tip approximately 4.1 cm from the distal end. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. All the outer diameter measurements are within the specifications. The returned unit was consistent with the complaint that the distal tip detached exposing the corewire tip. The complainant reported that the tip detached during preparation and the device was not used in the patient. It is possible that the device got damaged due to handling factors during unpacking and preparation for the procedure. Therefore, ¿handling damage¿ is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2013-13995 and 3005099803-2013-14175 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the jagwire guidewire was moistened with saline solution and the hydrophilic tip was damaged. A second jagwire guidewire was used, however the distal tip detached exposing the metal corewire tip. The procedure was completed with a new jagwire guidewire device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.